Event description:
Legal claim alleges since surgery, patient has experienced significant stiffness, numbness and an exaggerated inward gait. Update (B)(6) 2011 - litigation papers received. They allege that medical providers told patient that the depuy stem in his left hip is wearing out prematurely and he will need a revision surgery in the near future. Additionally, patient is bilateral. Right hip was entered in a separate complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - 01/20/2011: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.